Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the sales representative found the device was fractured while resetting the instruments.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use (nicked or gouged) and anterior section of post has been fractured off, not all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.